Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device was inspected and exposed frayed wires at base of power supply caused by excessive wear and tear were identified. The power supply was replaced to resolve the issue. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of damaged power supply with frayed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
Customer reported power supply not working. During visual inspection of power supply found exposed frayed wires at base of power supply caused by excessive wear and tear. This incident was captured under hillrom complaint ref (B)(4).